Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The customer provided two pictures and it was confirmed the blood inside the pebax. Then, the device was returned and the same condition was observed during visual analysis. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the blood inside the pebax was confirmed, the force issue reported was not confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that in the procedure during ablation, the force readings appeared to be incorrect. The thermocool® smart touch¿ bi-directional navigation catheter was pulled out of the patient to examine the catheter tip and blood was seen within the elastic cover. A catheter replacement solved the issue. There were no patient consequences. The customer¿s reported issue of blood inside the elastic cover was assessed as not rmdr reportable since there were no reports of external physical damage and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issues related to the incorrect force readings have been assessed as not MDR reportable since there is no or low risk to the patient because of the procedure delay. On 7/16/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified a red/brownish color found in pebax. A second visual analysis also identified a reddish-brown material in the pebax. Again, these findings were not considered MDR reportable since there were no visible signs of external physical damage and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 8/14/2019, during further evaluation, a scanning electron microscope (sem) analysis was performed. The sem results showed evidence of mechanical damage, and a hole on the surface of the pebax. Object that cause the damage is unknown. No other anomalies were observed. The findings were reviewed and the evidence of a hole in the pebax was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 8/14/2019 and has reassessed this complaint as reportable.